Event description:
The customer reported via phone that they were hospitalized and dispatched from emergency medical services due to low blood glucose level on december 3, 2021. Customer stated their blood glucose level all of a sudden went very low. Customer's blood glucose level was 39 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin drip of d50 dextrose at hospital. Customer had shaking, sweating, mental confusion, blacking out as symptoms related to their low blood glucose level. Customer stated they were hospitalized on november 26, 2021 but they weren¿t sure of the date. Customer stated they got too much insulin from their basal rates. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was treated with intravenous fluid with d50 dextrose.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.